Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and failed battery test. Customer's blood glucose at time of incident was unknown. The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery and display did return. The customer was assisted in performing a self-test and test complete. Customer was advised that we will ship a replacement battery cap. Customer declined to troubleshoot for the failed battery alarm.